Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing (unspecified line) of a homechoice cassette. This was observed before use of the device for peritoneal dialysis therapy. The pm was further described as the size of a "mouse turd" and looked like "black grease". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted a small black pm (particulate matter) inside the patient line tubing. The reported condition was verified. The cause of the condition was due to excess tubing pin build up during the tubing extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.